Event description:
It was reported that during an unknown procedure, the surgeon fired a grey reload on the meso appendix and then a blue reload on the appendix. When the surgeon fired it appears that at the distal end there was a defective staple line. There is at least one leg sticking straight up at the end of the staple line. Used a blue reload and was able to have enough room on the patient to fire proximal. The surgeon had to fire more proximal on the appendix than desired initially. The patient is doing fine and had no issues.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2012. Additional information was requested and the following was obtained: the rep followed up with the surgeon-distally the staple legs were sticking straight up and did not form the b shape, the staples did not look normal. The surgeon cut the proximal staple line out to correct the staple line. The surgeon did not mention any blood loss. No buttressing material. Fired a grey reload first then the blue. No other clips in the patient. It fired and sounded/worked normal. Surgeon saw the problem as soon as the jaws were opened the cartridge was received fully fired and lockout spring normal. The analysis results found that one 6r45b reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was returned for review. Ees field quality engineer reviewed the photograph and provided the following summary: the photograph shows what appears to be part two staple lines. With the distal line having a malformed staple. The malformed staple has the appearance of a staple that has been pushed and/ or pulled during the firing. The photograph does not provide enough visual evidence for speculation on the root cause of the malformed staple. The shape of the malformed staple however is typical of a staple that was pushed or forced as the firing stroke progressed.